Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Damage to the coil area as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. At the follow-up appointment, the audio processor (ap) was checked and had no issues. The surgical site showed no abnormal findings; however, upon palpation of the floating mass transducer (fmt) area, a palpable unevenness was noted between the upper and lower screws. The user is under follow-up by both the audiologist and the surgeon. Revision surgery is be considered.